Event description:
The customer's mother called stating the customer was hospitalized for diabetic ketoacidosis. The mother reported a blood glucose reading of 600 mg/dl during the phone call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found several no delivery alarms in the alarm history. The mother stated that the infusion set was changed several times prior to the event, due to the no delivery alarms. Advised the mother that the insulin pump was working correctly based on the testing, however, the mother wanted the insulin pump replaced per the medical doctor's instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.